Event description:
It was reported that the device had a primary audible alarm failure. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was broken, plunger seal removed, base seal intact and the right plunger case cracked by upper screw hole. A review of the event history log identified: primary audible post, and primary audible background. Evaluation using the power up process, occlusion test. The reported problem could not be replicated. Unable to determine, could not duplicate. The root cause could not be determined. The techs replaced interconnect board as precaution (foreign residue on underside). This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. 510 k number is unknown. No product information has been provided to date.